Event description:
It was reported that balloon burst occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for post dilation. However, the device failed to cross the lesion and when tried to inflate, the balloon burst. There were no balloon pieces remain in the patient's body. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.